Manufacturer narrative:
Evaluation summary: in follow-up communication with the physician, it was confirmed that the balloon ruptured at approximately 9 atm. The device was returned to the manufacturer for evaluation. According to the numed investigation results, microscopic evaluation showed that the balloon burst longitudinally, as designed. No kinks or abnormalities were noted in the catheter shaft. A review of the manufacturing traveler package for the lot raised no concerns; all units were accepted. It is unknown if any structures existed in the patient's anatomy in the dilated area that might have contributed to the burst.

Event description:
It was reported that while ballooning a pulmonary artery in a patient, the balloon burst at 8 atm, which was 2 atm lower than the rated burst pressure. The procedure was performed in a tight area (6-10mm), a distorted tight stenosis. The physician inflated the balloon slowly, around 11 seconds. There was no problem resheathing the balloon. No adverse events were reported.